Event description:
Administrative manager reported that a cmc saddle was revised at health center. Reason for revision is unknown.

Manufacturer narrative:
Multiple attempts have been made to obtain event details and lot number information of the device involved. No response has been received from contact attempts. Supplemental report will be filed when additional information is received.